Manufacturer narrative:
Follow-up #2 (09/15/2011)-device evaluation: the meter involved with this complaint has/have been returned and evaluated by lifescan product analysis on (B)(6) 2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/patient in the (B)(6) contacted lifescan to report the one touch verio meter was giving the error 2 error message. On (B)(6) 2011, the technical service representative (tsr) spoke with the patient to obtain and clarify information. On (B)(6) 2011 at 11:15 am, the patient was experiencing the symptoms of dizziness, shaking, feeling faint and he felt hypoglycemic. While symptomatic, the patient attempted to test his blood glucose level, but obtained several error 2 error messages only on the reported meter. The patient did not obtain a blood glucose reading. The patient administered self-treatment by consuming glucose tablets and felt better afterwards. He did not seek any medical attention. Troubleshooting revealed the patient's test strips and testing technique were correct. The issue was not resolved. The meter was replaced. The patient did not suffer an adverse event due to the reported meter. The patient's symptoms began prior to the meter issue, there was no delay in treatment, and the patient denied seeking medical attention. However, as the meter issue was not resolved, this complaint is being reported.

Manufacturer narrative:
Follow-up #1 ((B)(6) 2011) - device evaluation: the test strips involved with this complaint have been returned and evaluated by lifescan product analysis with the following findings: the test strips have passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510k#: k093745.